Event description:
Customer reported receiving a high adc meter reading of 143mg/dl compared to a reading of 110mg/dl obtained on an additional adc meter. Customer also reported receiving a low adc meter reading on the same meter of 111mg/dl compared to a reading of 119mg/dl obtained on an additional adc meter. All readings were obtained within ten minutes. They stated they experienced symptoms of nausea, head and body aches, thirst, dry mouth and lost consciousness in their home. No paramedics were called, no third party medical intervention was required. No diagnosis was reported. Customer reportedly drank tea and took prescription medicine for the headache. Numerous attempts were made to clarify the medical event. In addition, the readings comparison reported is not a valid method. There was no report of death of permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.